Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The reported event (malpositioned stent) is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# reference: (B)(4).

Event description:
It was reported that one (1) of two (2) stents from a trabecular microbypass stent system was inadvertently implanted in the iris root- posterior to the trabecular meshwork (tm) due to compromised/obscured intraoperative visualization during stent deployment. The report also noted surgical technique and experience with device contributed to the event; and a back-up device was used to complete the procedure with the implantation of two (2) additional stents. Additional information has been requested.

Event description:
Through follow-up, the surgeon reported that poor view due to prism pressure distorting cornea is believed to have contributed to the right eye (od) stent malpositioning. The report reiterated that postoperative visualization of the stent was described as three (3) stents well implanted, and one (1) stent in the iris root. Per report, the stent's positioning did not result in any adverse impact to the patient, required no intervention, and the patient and stent's positioning will be monitored.

Manufacturer narrative:
MFR# reference: (B)(4).